Event description:
It was reported the patient was experiencing intermittent stimulation. It was noted the leads were ¿investigated¿ and possible lead fracture is suspected. It was reported the manufacturer representative found high impedances >10,000 ohms. It was noted that during lead replacement it was found the lead ¿appeared to exit metal inner of the anchor partway along¿. It was further reported the anchor silicon and metal inner detached from one another. It was noted the new leads were implanted and stimulation resumed after post-operation programming. It was reported the patient is ¿fully recovered¿. It was further reported the patient is receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3878-45, serial # unknown, explanted: (B)(6) 2013, product type lead; product ID 3550-39, serial # unknown, explanted: (B)(6) 2013, product type accessory. (B)(4).

Manufacturer narrative:
Device analysis for lead 3878-45 revealed the body conductor was broken at the titan anchor site. Seven conductors were broken 15.3cm from the distal end. There were titan anchor impressions in the outer insulation of the lead 17.1-18.1cm from the distal end. Device analysis for anchor 3550-39 revealed no significant anomaly. The anchor had separated. Device analysis for the stylet revealed no significant anomaly. The wire was bent. The coil was perforated by the stylet 7.2cm from the proximal end of the lead.